Manufacturer narrative:
Investigation summary: bd received a sample from the customer facility for investigation. The sample could not be tested as its safety shield was activated. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples the customer¿s indicated failure mode for insufficient with the incident lot was not observed. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that now draw occurred during use with a bd preset¿ eclipse¿ . The following information was provided by the initial reporter, "during use, the customer found 1ea abg cannot use, unable to collect blood."